Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 503 mg/dl. Customer administered a manual injection to address bg level. Replacement pump was sent to customer to resolve the issue.